Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep was notified of a planned ipg replacement. The device was at end of life. As of (B)(6) 2024, surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.